Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. A visual inspection was performed and found that the shape of the tube had been altered by using the stylet. The cuff was stretched over the tracheal notches. Functional tests were performed and both cuffs were inflated and deflated without issues. All manufacturing controls were found acceptable and effective to detect the reported failure mode.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during prior to use testing, the nurse observed that the endobronchial tube cuff failed to completely deflate. There was no patient involvement.